Event description:
It was reported that the electrodes were frayed upon visualization. No further relevant information has been received to date.

Event description:
It was reported that the patient had their generator replaced prophylactically and their lead replaced due to high impedance. It was reported that there was a visible lead fracture present. The suspect product has not been received to date. No further relevant information has been received to date.